Manufacturer narrative:
No further information has been received. The investigation is pending additional information from the field.

Event description:
Boston scientific received information that the patient received an inappropriate shock the morning following the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure. Lateral x-rays were taken which showed what appeared to be air as the sense b electrode causing a wandering baseline in the s-ecgs which caused the inappropriate therapy. The patient was sent home with the device turned off. The device was eventually turned back on, but no further programming changes were made and no adverse patient effects of any further issues have been reported.